Event description:
It has been reported to philips that the wireless footswitch did not connect to the allura system during a procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the issue occurred when the system was not in clinical use. No patient was involved. The customer did not attempt to re-establish the wireless connection and is currently using the wired footswitch. There are two generations of wireless footswitch. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. Updated codes based on investigation.